Manufacturer narrative:
Based on the investigation performed, no defect was found with the returned device. The balloon did not show any signs of leaking. This complaint could not be confirmed. The cause of the reported malfunction cannot be determined.

Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was placed one month prior, (patient age, gender and weight are unknown). According to the complainant, there was no distilled water in the balloon approximately 3 weeks after placement. Another corflo cubby low profile gastrostomy device was used to replace this device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good".